Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The tip of the delivery wire was observed missing. Microscopic inspection was performed. Under magnification, it was observed that the tip of the delivery wire was missing due to breakage; this is consistent with the information reported that the delivery wire did break into two (2) pieces. However, only one piece was returned. There were three (3) kinked sections found along the length of the distal end of the returned delivery wire piece. The stent component was confirmed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7107408. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding the stent being impeded in the microcatheter could not be evaluated through functional testing due to the delivery wire breakage and the stent component becoming detached during the removal process at the procedure time. However, the delivery wire may have gotten damaged due to the manipulation exerted and ended up breaking off, releasing the stent component. Based on this, the event reported regarding the stent impeding in the microcatheter and the delivery wire breakage was confirmed. The kinked conditions found on the delivery wire were not originally reported and are suspected to be the result of the microcatheter and stent component shifting positions, prior to the delivery wire breakage. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the impeded condition encountered during the procedure; however, this cannot be conclusively determined. Also, it should be noted that the microcatheter was not returned for evaluation; therefore, other factors that could have contributed to the failure mode cannot be identified. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following warnings and recommendations: delivery wire should not be torqued to gain access into the aneurysm. Do not deploy the stent if the position of the infusion catheter delivering the embolic coils has been lost. If stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal marker band (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00216 and 3008114965-2023-00217. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, a micro guidewire, and a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) were introduced into the parent artery. The physician opened the packaging of the complaint stent, a 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 7107408) to inspect its integrity and took the stent from the dispenser hoop. The physician pinched the protective sheath and the delivery guidewire to prevent the stent from releasing during the removal process. The physician introduced the stent into the y-connector, advanced the stent and delivered it to the target position. When the physician was attempting to release the stent, the position of the microcatheter and the stent shifted. The physician retracted the stent intending to adjust the position of the microcatheter, but during the stent withdrawal, it became obstructed at the proximal end of the microcatheter and the delivery wire broke. A new microcatheter and a new stent were used to complete the procedure. It was reported that the lot number of the prowler select plus microcatheter is unobtainable and the device is not available to be returned. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The information indicated procedure was targeting an aneurysm on the c7 segment of the internal carotid artery (ica). Adequate continuous flush was maintained through the microcatheter. The stent component was no longer on the delivery wire when it was removed from the patient. The information indicated that the delivery wire did break into two (2) pieces. The information confirmed that there was no patient injury or complication due to the reported product issues. The replacement stent was another 4.5mm x 37mmenterprise® vascular reconstruction device (enc453712) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The reported event did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7107408. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00217. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00216 and 3008114965-2023-00217. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.